Event description:
A malfunction was reported on the pump, described using the malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it remained below 500 mg/dl. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any issues arise again.